Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion alarms involving four infusion sets on (B)(6) 2026, which resulted in high blood glucose and was treated with a correction injection via multiple daily injections.